Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a serious injury. The customer woke up in the morning feeling nauseous. The customer¿s blood glucose was 230 mg/dl. The customer performed multiple boluses within the day to treat their blood glucose. The customer¿s blood glucose had stabilized to 180 mg/dl. However, their blood glucose went up to 400 mg/dl. The customer treated with more manual boluses. The infusion set¿s cannula was bent. When the customer was feeling even more nauseous and vomited, they were not able to drink anymore. It was then, that the customer was driven to the hospital at 02:00 am on november 2, 2017. The customer was admitted to the emergency room because their blood glucose would not lower. Troubleshooting was performed on the insulin pump. The device passed the self-test and the displacement test. However, the device did not pass the high-pressure test.

Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No audio or vibration anomalies were noted.